Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 549mg/dl. The customer was experiencing unexplained high glucose for the past two days. The customer stated that he was vomiting for fourteen hours. The customer stated that he has been treated with three bags of insulin drip since his admission, but his glucose level was not dropping much. The customer stated that he had lost twenty five pounds in two weeks. The customer stated that he was getting no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.